Manufacturer narrative:
Add'l info has been requested, and if received will be provided on a supplemental report.

Event description:
The gamma nail that was implanted in 2006 was found to be broken. Nail was revised.